Event description:
The lay user/patient called lifescan (lfs) in 11/05 and alleged that her meter was set to the wrong unit of measurement. The medical affairs specialist mailed a letter the next day since the user would not be reached by telephone for further clarification. The patient would normally expect to obtain results in mg/dl. In 11/05, the patient tested her blood and obtained a result of "5.8". She interpreted the result as 58 mg/dl. When converted 5.8 mmol/l is 104 mg/dl. She was unable to state if she was experiencing any symptoms at the time of the result. She had a "routine visit" that morning at the hospital. While there, she told a nurse that she had a result of 58 mg/dl at home that morning so the nurse brought her orange juice and a snack. It appears that her blood glucose was not tested at the hospital. The patient tested on her other meter when she arrived home and obtained a result of 208 mg/dl. She tested on the suspect meter and obtained a result of "15.7 mmol/l". She then contacted lfs for assistance. The meter was reset to mg/dl and will be replaced. The patient stated that the meter was previously set correctly and she had not reset the meter.